Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual exam of the returned device determined the access port tubing connector to be a taper ii. Analysis showed a thinner surface on the port tubing and a smooth linear opening with leakage consistent with wear and tear. The band tubing was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported a "port removal due to a big leak in the port."